Event description:
Intuitive davinci endowrist one vessel sealer instrument being used by surgeon during robotic laparoscopic radical prostatectomy. A recoverable fault was thrown by davinci system. Blade of instrument was exposed and not able to be reused. The vessel sealer was replaced and the new device was used throughout the remainder of the procedure without incident.